Event description:
When the device was used during a sigmoid carcinoma procedure, there was difficulty turning the adjusting knob. When the indicator was set in the appropiate range, the device was almost broken into two pieces. The device was fired and as a result the staples were malformed. The case was completed using sutures. There was no other patient consequence.